Event description:
During a post stent dilatation procedure, the balloon would not deflate, the physician was able to deflate the balloon enough for removal from the stent. No pt injuries or complications occurred.